Event description:
It was reported that the graspit device "broke" in the pt. The pt was undergoing an ureteroscopy when the graspit device "broke" in the patient's ureter. The device was removed using another graspit device. The second graspit device was used to complete the procedure successfully. There were no reported patient complications and the patient's status was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.